Manufacturer narrative:
Follow-up # 1 date of submission 10/09/2017 device evaluation: the device has been returned and evaluated by product analysis on 9/11/2017 with the following findings: during testing, the pump powered on normally and the pump¿s ¿ez-prime¿ steps were performed correctly. The pump¿s bolus history showed 0.00 unit boluses on (B)(6) 2017 at 3.30 pm and on (B)(6) 2017 at 7.52 pm and 7.46 pm. The battery compartment and returned battery cap were undamaged and the battery cap was able to fit securely to the pump. The pump was exercised for 24 hours and no ¿extra¿ boluses were delivered or recorded in the pump history during this time. Investigation manually performed a 10 unit normal bolus and a 10 unit audio bolus successfully with both being accurately recorded in the pump history. Investigation did not duplicate the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Additional evaluation codes: method codes ¿ (B)(4)

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue; the reporter alleged that bolus deliveries were missing from the bolus history in the pump. It was reported that the user always makes sure to enter the correct/suggested bolus amount and cannot explain why 0.00 unit boluses were in the pump¿s bolus history. The reporter alleged the patient experienced elevated blood glucose associated with the alleged 0.00 unit boluses. The patient¿s blood glucose was reported to be elevated as high as 24 mmol/l without any ketones or other symptoms. This blood glucose level without any other symptoms does not meet animas¿ criteria of a reportable adverse event. Therefore, no adverse event is being reported in association with this alleged malfunction. Troubleshooting performed by animas customer support revealed that the bolus history shows 0.00 unit boluses on (B)(6) 2017 at 3.30 pm and (B)(6) 2017 at 7:52 pm and 7.46 am.